Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. A complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead was noted to have high pacing impedance after being positioned at the rv apex. The lead was repositioned; however, the pacing impedance remained high. The rv lead was not used and replaced. The patient was discharged.